Event description:
It was reported that the patient underwent a procedure for lumbar fusion at l2-l5. During implant of a peek interbody device, the device shattered on impaction. No fragments were left in the patient. A new device was implanted. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluation is in progress. A supplemental report will be submitted upon completion of product analysis.

Manufacturer narrative:
The implant is broken into multiple pieces, consistent with overload during attempted implantation.